Event description:
The cs25 stapler was attached to the idrivec. The anvil was removed from the trocar stem and pursestinged into the proximal end of the right colon. The device was fired without a problem. The device was removed from the anastomosis; doughnuts were both fine. The surgeon looked at the anastomosis and noticed underformed (c-shaped) staples. He began to over sew the anastomosis but then decided to cut out the whole anastomosis and re-do it with another stapler.

Manufacturer narrative:
Visual inspection of the returned idrivec revealed no defects. A cs29 stapler was attached to the idrivec and fired successfully, yielding a complete transection of the test medium and proper staple formation. The root cause of the reported complaint could not be determined, nor could the complaint be duplicated. The device used with the idrivec during the case was also investigated and it also performed to specification.